Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. Siemens found that the data is consistent with water related issues. Siemens concluded that the cause of the discordant results is the incorrect replacement of the q-gard filter with the progard filter during the water purification module (wpm) maintenance. The issue was resolved with the installation of the q-gard filter in the proper location and a refill of the water tank. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Six discordant, falsely elevated carbon dioxide patient results were obtained on a dimension vista 1500 instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternated dimension vista 1500 instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carbon dioxide patient results.